Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the vacuum could not reach the maximum level during a cataract procedure. The surgeon tried to adjust the parameters, but this did not resolve the issue. The procedure was completed with no consequences to the patient.additional information and product sample have been requested.

Manufacturer narrative:
This is one of four complaints reported for this finished goods lot; however, this is the first complaint reported for this finished goods lot. Review of the device history record (DHR) indicates the order was built to specification. One wet, used sample was returned for this complaint. The sample was visually inspected and no obvious defects were found. The sample was functionally tested and passed testing. The sample was able to reach a maximum vacuum within specification. The root cause of the customer's complaint could not be established as the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).